Manufacturer narrative:
The investigation confirmed the breakage. The stem fractured in fatigue with the fracture initiating that the lateral edge and progressing medially. Good bony ingrowth was observed on the distal stem, but lack of bony ingrowth proximally indicates that poor proximal fixation led to eventual fatigue overload. Review of device history records found no problems which could have contributed to the fracture.

Event description:
Complainant claims that the stem broke.